Event description:
Upon assessment of the PICC, the dressing appeared wet underneath. Md was notified and chest x-ray was taken to verify placement. Per md, the PICC was in the correct location. A decision was made to change PICC dressing at this time. During dressing change fluid was noted leaking from the PICC tubing where the tubing meets the plastic heart. It was concluded at this time that the tubing was broken and leaked IV fluids. Md called to bedside and assessed PICC line. It was confirmed that PICC line was leaking and line was removed.